Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that the insulin was leaking from the infusion set cannula and was all over the adhesive patch event on (B)(6) 2024. The insertion location was abdomen. The blood glucose leval was noticed at 240 mg/dl. No further information availability.